Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09585, 2017865-2020-09610. It was reported that the patient's pacemaker system was explanted and replaced due to pocket infection and erosion. The physician suspected the infection to be related to the implant procedure. There were no patient consequences reported.